Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9,h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of insertion section was slightly worn, interrupted and weakened. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the malfunction of the universal cord causes the image to become blurred, indistinct or noisy. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had blurred, indistinct or noisy image. The issue had occurred during service / maintenance (not in a clinical setting). There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.